Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("chaotic unwinding of coils during release of the insert") in a female patient who had essure (batch no. 709954) inserted. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device deployment issue. At the time of the report, the device deployment issue outcome was unknown. The reporter considered device deployment issue to be related to essure. The reporter commented: no further information could be obtained from reporter the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 03-oct-2017 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 284 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a health professional ((B)(4)) and describes the occurrence of device deployment issue ("chaotic unwinding of coils during release of the insert") in a female patient who received essure (batch no. 709954). On (B)(6) 2010, the patient started essure. On (B)(6) 2010, the same day of starting essure, the patient experienced device deployment issue. At the time of the report, the device deployment issue outcome was unknown. The reporter considered device deployment issue to be related to essure. Company causality comment: this spontaneous case report refers to a female patient who had an attempt to have essure inserted and stated a chaotic unwinding of coils during release of the insert. This event, seen as device deployment issue, is anticipated in the reference safety information for essure. Based on the nature of this event and also based on the fact that it occurred during insertion procedure, causality was assessed as related. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis and follow-up information are expected.